Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s cgm showed 101 mg/dl but she checked a bg and the value was 34 mg/dl. She passed out after that. Her boyfriend gave her a glucagon injection and called 911, and she was hospitalized. She calibrated the cgm at some point but then her bg dropped low again at the hospital; the cgm again did not indicate the low value but the hospital staff were able to catch it. She spent one night in the hospital and was given fluids via intravenous (IV) therapy. At the time of the contact, she was feeling okay and planned to see her physician. Data was provided for investigation. Confirmation of the complaint was undetermined, and the probable cause was unable to be determined via product. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.